Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).